Manufacturer narrative:
(B)(4). Broken condition confirmed. Visual examination of the unit confirmed a damaged luer. The luer post had actually broken off. The root cause of this condition could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available

Event description:
Baxter received a report that one (1) intermate device was received with "the blue wing tip cap and luer section were broken off of the tubing" before use on an unknown date "sometime in (B)(6)." No report of patient involvement, injury, or medical intervention. No additional information is available.